Manufacturer narrative:
The product was reported as being available but has not yet been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Device not yet received by manufacturer

Event description:
(B)(4). According to the information received, the end user found a catheter with the tip cut off. No injury.